Manufacturer narrative:
The device was not returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Event description:
It was reported that during a craniotomy procedure the attachment device "seized". There was a delay in surgery, although the amount of time was unknown to the reporter. An identical spare device was available, and the surgery was completed successfully. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.